Event description:
The holster gave multiple green cable error codes during biopsy procedures. The pt procedures have been completed with no consequences reported. The device was returned for analysis.